Event description:
Philips received a report that the console ups/battery was leaking acid, which exited the battery cabinet and leaked onto the floor. This also resulted in a burning smell. The field service engineer determined there was no report or indication of smoke or fire. The customer did not contact the fire dept. There was no pt involvement and no one was injured. After the philips field service engineer disconnected the ups/battery from the CT system, the hospital safety officer sealed and handled disposal of the leaking battery. There is potential for contact with battery acid or acid fumes.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).